Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The lead is not available for return as the lead was abandoned surgically.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured, as confirmed through an x-ray, and lead to an inappropriate shock. A revision procedure was scheduled, however delayed due to a patient condition not related to this issue. Additional information received which indicated that surgical intervention already took place. Another lead was implanted successfully and the rv lead was abandoned surgically. No additional adverse patient effects were reported.